Event description:
Information was received from a patient (pt) regarding an external device. Pt reported that the handset would not connect to the com municator all day. Reset didn't work. Pt couldn't remove the case to get the communicator out. Pt called back stating their son was able to remove the handset and communicator from the case to do troubleshooting. Pt reported communicator and handset were not connecting. Pt's handset's bluetooth was off but agent assisted the patient with turning it back on. Pt still encountered issues with communicator/handset connecting. Pt's communicator was not resetting as expected (flashing flights continued after more than 1min of holding the button). Pt restarted the handset, turned the communicator off then back on then did another reset. Pt was able to launch the mystim rc app then connect to the stimulator to turn stimulation back on. Pt confirmed they felt stimulation was back on. Pt mentioned they are seeing a manufacturer representative (rep) week at their healthcare provider (hcp) office. Pt mentioned they spoke with their rep yesterday. Pt mentioned they are meeting with the rep because they are not getting stimulation on their left, only on their right. Pt stated their spine curves to the right/bands are elongated and the hcp said it may not work on the left but they are meeting with the rep to see what can be potentially done to address that area. Additional information was received from a patient (pt). It was reported that the patient's spinal curve got worse and have no stimulation. Somehow the device could not connect and find them. The tech guided the patient on the phone and was able to get them connected. The tech advised them to take the handset device out of the case. They also found out that the implant had shifted and they have no response on their left side. The patient's spinal curve got worse. The patient stated the issue has not yet been resolved and are 84 years old and don't want anymore surgeries. The surgeon advised them that the band was too long and wouldn't go well around their curve. The patient told them to go ahead with the surgery on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.